Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lower extremity angiogram with possible intervention, a micropuncture transitionless stiffened cannula access set's outer cannula elongated and nearly separated. Access into the left common femoral artery was obtained via a scarred and calcified groin, and the device was used to facilitate placement of a larger wire. Upon removal of the cannula, resistance was reported and the cannula elongated. The user then reinserted the micropuncture wire and dilator, and the set was removed from the patient. The procedure was successfully completed with another device of the same type. No ancillary devices were used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a micropuncture transitionless stiffened cannula access set from an unknown lot. The device outer cannula reportedly elongated and nearly separated upon removal during a lower extremity angiogram. The component wire and inner cannula were reinserted to successfully remove the micropuncture set. Further communication with the user facility clarified that access into the left common femoral artery was obtained via a scarred and calcified groin, and the device was used to facilitate placement of a larger wire. The user facility also confirmed that resistance was felt when attempting to remove the device. The device was replaced with another to successfully complete the procedure. No adverse effects were reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of drawing, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one, used mpois outer catheter to cook for investigation. Physical examination of the returned device showed the outer catheter material elongated in two sections. This is consistent with the reported failure mode; however, there is no evidence that the device was manufactured out of specification. Supplier investigation: the investigation found that the affected component is supplied to cook from cook polymer technology (cpt). Cook notified cpt of this occurrence. A supplier investigation could not be completed due to lack of lot information from the user facility. In response to this incident, cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A global sales shipment report for this device was run and filtered by the user facility to identify the lot number but was inconclusive. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ cook has concluded that the patient¿s anatomy contributed to this incident as the user facility reported that the access site was scarred and calcified, and that resistance was felt when attempting to remove the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report has been sent.